Event description:
It was reported that prior to an unrelated procedure, low pacing impedance was noted on the right ventricular (rv) lead. During the unrelated procedure, lead insulation damage was visually observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.